Manufacturer narrative:
The reported field event of set screw connection issue was verified in the lab. Septum material was observed inside df4 set screw hex cavity, and the set screw was slightly stripped. This did not allow the set screw to be tightened and secured properly in the field. The connection issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During a unrelated procedure, the set screw was unable to tighten the set screw to fixation the lead. Multiple screwdrivers were used, without success. A new device was implanted to resolve the event. The patient was stable.